Event description:
Coiling of a ruptured a-comm aneurysm 3x7mm. After placed gdc framing coil and filling coils with, some tension felt on the last gdc coil. A 3x6 supersoft tension safe coil was placed and went through the dome of the aneurysm. As physician pulled the coil back, friction was felt during retrieval and decided to proceeded with re-deploy coil. The coil began to deploy into coil mass when physician felt a lot of friction and decided to withdrawn. Upon removal, the coil was pre-detached and .2cm of the coil was in the a-1 segment. Physician then used the coil's pusher to push the rest of the coil into the aneurysm. Upon cat scan, a filament of the coil "was seems could be vagued." The procedure was successfully completed with no pt injuries or complications reported.